Event description:
This complaint is now reportable based on the analysis completed on 04/27/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50x20 mm taxus liberte stent would not cross the lesion. The lesion being treated was located in the calcified, highly tortous left circumflex (lcx). During withdrawal the non-bsc guide catheter dissected the vessel. The patient was taken to surgery. Patient status reported as "good", however, the returned product revealed stent damage and the stent was moved on the balloon.

Manufacturer narrative:
A visual and microscopic examination found that the stent had moved on the balloon 3mm distally from the distal edge of the proximal markerband. The stent was damaged throughout. The distal stent struts were stretched, the middle stent struts were flared, and the proximal stent struts were misaligned. The balloon was tightly wrapped and was not subjected to any positive pressure. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No additional product analysis or external evaluations were performed. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context, but due to anatomical/procedural factors encountered during the procedure performance was limited. (B)(4). .